Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of saccular posterior communicating artery aneurysm, this coil prematurely detached in microcatheter. It was reported that physician tried to detach the coil two times with the instant detacher but it did not detach. As the coil was pulled out of the microcatheter the it detached in the catheter. The coil was removed from the patient. Five more coils were implanted and the procedure completed successfully. No patient complications were reported.

Manufacturer narrative:
Device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation could not be confirmed. As received the implant coil appeared in good condition and was still attached to the pushwire. The instant detacher was not returned. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent the proximal end. During evaluation the implant coil was detached successfully with an in-house instant detacher. As the device condition was contradictory to the complaint description, follow-up was conducted for additional information and to verify the correct device without success. The instant detacher was not returned; therefore, the customer report of non-detachment could not be confirmed. We are unable to definitively determine the cause of non-detachment as the implant coil was successfully detached on the first attempt with an in-house instant detacher. The customer report of ¿pre-mature detachment¿ could not be confirmed as the implant coil was still attached to pushwire. Note: per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.